Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was experiencing sensor glucose versus blood glucose issues. The customer¿s sensor glucose was 80 and her blood glucose was 30 mg/dl. The caller declined troubleshooting for both the low blood glucose and the sensor issues. The sensor and the insulin pump will not be returning for analysis.